Manufacturer narrative:
Date sent to the FDA: 10/08/2021. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced scar tissue formation causing numbness and tingling and weight loss following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2000 and mesh was implanted. It was reported that the patient underwent removal surgery and bilateral inguinal herniorrhaphy during which the surgeon noted the mesh had formed a palpable meshoma that adhered to the cord structures. The meshoma was removed, however other portions of the mesh including portions noted to be adherent to the cord structures were unable to be removed and were left in place. It was reported that the patient experienced severe pain. No additional information was provided.